Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl (22.2 mmol/l) for an undisclosed time wearing the pod. The patient¿s mother reported that the bg levels were high causing the patient to start vomiting. In the evening/early morning of (B)(6) 2025, the patient was brought to the hospital seeking medical attention. When arriving at the hospital the doctor had the mother check the pod, which they noticed the cannula was no longer correctly inserted. The pod was leaking at the pod site, and the cannula had dislodged from their hip/buttocks. The patient was diagnosed with ketones and was treated with intravenous infusions. The mother could not confirm the amount that was infused. The patient stayed in the hospital for 24 hours and was released on (B)(6) 2025.